Event description:
The customer reported that on (B)(6) 2022, an adc device was applied and experienced "bleeding when installing". As a result, customer experienced hypoglycemia with symptoms described as "asthenia, transpiration". Customer was unable to self-treat and a third-party provided honey, jam and a glucagon injection for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The sensor lot expired as of 30-sep-22, therefore, sensor testing not applicable in this case. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor plug assembly and no failure modes were observed. The sensor plug was properly seated. No further investigation can be performed at this time as the sensor applicator and sensor pack have not been returned. If additional product is returned, an investigation will be performed and a follow-up report submitted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the modified serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that on (B)(6) 2022, an adc device was applied and experienced "bleeding when installing". As a result, customer experienced hypoglycemia with symptoms described as "asthenia, transpiration". Customer was unable to self-treat and a third-party provided honey, jam and a glucagon injection for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.